Event description:
The customer reported erroneous differential results with r flagging were obtained for one patient sample when using the unicel dxh 800 coulter cellular analysis system. There was no death nor injury or change to patient treatment attributed to this event as there was no erroneous results reported out of the laboratory.

Manufacturer narrative:
The diff issues were resolved by the customer performing a shutdown. Failure mode was determined to be related to a clogged flowcell. Evaluation of labeling: per labeling, dxh800 instructions for use ((B)(4)), beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Per labeling dxh800 instructions for use manual ((B)(4)), the dxh800 system manager includes flags, codes and messages to alert you to issues with patients or control results. The customer reported that this event occurred on three of their dxh800 instruments. Three separate medwatch forms were filed, one for each of the three instruments. This MDR is related to the following mdrs: 1061932-2013-02461, 1061932-2013-02463.